Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & leakage. A review of risk management document (B)(4) revision 10, indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo, difficult/unable to operate, leakage) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use with a bd autoshield¿ duo safety pen needle insulin leaked into inner shield and after injection it then leaked out from needle, full dose was not delivered. The following information was provided by the initial reporter: (2 of 2 complaints) nurses use this material to administer insulin. Multiple nurses have experienced the same issue with the product. A portion of the insulin is getting deposited in the ¿clear-auto shield chamber¿, and full dose cannot be administered to the patient. After administration, insulin leaks from the ¿clear-auto shield chamber¿ out from the needle.